Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while transporting a patient, the machine alarmed for 'low battery' although the visual battery display indicated 50% capacity. The machine was plugged into ac power while the patient was in the CT scan area but during transport back to the ICU, the vent alarmed and shut down due to depleted batteries. The patient was manually ventilated and there was no patient injury reported.

Manufacturer narrative:
The provided log files were analyzed. The user's observation of an unexpected battery capacity loss could be confirmed. Investigation revealed that a non-specified unexpected reduction of battery capacity occurred when using the ps500 with fw1.50 and battery characteristics 01053 which resulted in a shortened battery operating time. If the battery is discharged and the mains supply is missing the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A fsca has been initiated and already reported. The herein included safety note was published which the user was aware of. It has been confirmed that the measures outlined have now been implemented. The user refused a preventive replacement of the battery and indicated that they would not be transporting until a final technical solution is available.

Event description:
Please see initial-report.